Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
The lens was returned in a small vial. Visual inspection of the returned product found one haptic torn. There was evidence of clear residue and debris on the lens. (B)(4).